Manufacturer narrative:
B3 date of event: article publish date used as no event date was provided d2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. This event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature article and it is unlikely the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Narita, m., et al. (2026) a first report of severe pulmonary vein stenosis after pulsed field ablation. Journal of the american college of cardiology images and vignettes in clinical electrophysiology. Doi.org/10.1016/j.jacep.2026.01.028.

Event description:
It was reported via literature article that pulmonary vein stenosis occurred. A case study was completed on a single patient to document severe pulmonary vein stenosis following a pulsed field ablation (pfa) procedure. A patient with a history of recurrent, paroxysmal atrial fibrillation underwent a pfa procedure using a farawave catheter. A total of sixty four (64) applications of ablation were delivered resulting in isolation of all four (4) pulmonary veins and the left atrial posterior wall. Five (5) months post index procedure computed tomography (CT) was performed in preparation for an additional ablation procedure due to atrial fibrillation recurrence. CT showed discrete, focal severe narrowing of the left superior pulmonary vein. The patient remained asymptomatic for pulmonary vein stenosis. No further information on the status of the patient is available.